Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device has a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Upon further investigation, the issue was discovered during preventative maintenance. There's no patient involvement. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
G5:510(k)#: k102985. B4:21jul2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the navigation ring issue. The device passed the required performance verification tests per philips standards.